Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have high blood glucose of 486 mg/dl due to having a large meal and having gastro paresis. Customer reported that sensor serter broke and sensor had to be inserted by hand. Customer declined troubleshooting for high blood glucose.